Manufacturer narrative:
(B)(4). A review of the device history records revealed no issues that could have caused or contributed to the reported difficulty. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted

Event description:
It was reported that an unknown system error alarm occurred on the homechoice device during peritoneal dialysis therapy. The patient restarted therapy with new supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.